Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (400-407 mg/dl). Customer delivered boluses and changed the infusion site to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.